Event description:
It was reported that during the implant procedure, it was difficult to insert the right ventricular lead into the pulse generator header, despite using silicon oil. Eventually the lead was inserted and secured. The system was implanted and the patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.